Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported wearing the omnipod between 4 and 24 hours when she began having irritation and a bump formed under the skin at the infusion site. She went to the ER on (B)(6) where the doctor performed an ultrasound to check out the lump and the doctor drained blood and puss from the site. The doctor mentioned it may be a cyst and patient was given two antibiotics. The names of the antibiotics were not provided.